Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was leaking the following information was received by the initial reporter with the following verbatim: I hope you are doing good. We recently encountered issues with mpn# 10013902 sap# 514473 smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector 0.2 micron filter . It was noted in a recent incident n/s started leaking from filter - where the tubing with clamp is attached. And in a previous incident, the line seemed to be blocked. Details of the incidents and product lot numbers are included in the complaint form. We have secured a sample of the effective product.

Manufacturer narrative:
It was reported that there was a fluid blockage. Two sample model 10013902, lot 23109224 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets was attached to a 10 ml bd syringe filled with water and flushed. For the first set, a leak was observed coming from the outlet filter port where the tubing is bonded onto the filter. For the second set, water would not flow past the filter. Visual inspection under the microscope showed signs of excess solvent at the filter outlet port. The customer complaint was verified for both samples. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of leak between tubing-sleeve and filter could be related to an incorrect expansion method in the tubing-sleeve by the assembler and, excess solvent due to failure in pe-0638 solvent dispenser. A quality alert was created on june 21st, 2024 to reinforce the correct expansion method and the use of the fixture to avoid leaks. A device history record review for material# 10013902 and lot# 23109224 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 16oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.